Manufacturer narrative:
Insulin pump passed the displacement test but motor error alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to motor error alarm. Motor passed motor test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received motor error. Customer was able to clear alarm. Customer stated that drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.